Event description:
The MFR was notified on (B)(6) 2014 that a mitroflow valve model dla size 21 was explanted on (B)(6) 2014 due to an aortic stenosis.

Manufacturer narrative:
The device is not returned at this time. The MFR is in the process to receive back the valve. The DHR review confirmed that the valve met all the criteria at the time of manufacturing and release.